Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs repair. Upon further investigation, it was observed that the device's bezel assembly buttons were damaged. There was no reported patient involvement.